Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display upon attempted use. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/27/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/16/2015 with the following findings:the pump history and black box data could not be downloaded due to internal moisture damage. Related to the reported issue, evidence of moisture ingress was found behind the display lens, and the pump case was observed to be cracked from the display to the case seal. The battery compartment was observed to be intact. The returned battery cap was found to be free of damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump failed to power on due to internal moisture damage: the reported issue was duplicated. The pump failed a leak test due to the pump case damage; this device failure indirectly caused the reported issue. The pump case was removed, and moisture damage was observed on the display and printed circuit board; this device failure directly caused the reported issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.